Event description:
It was reported that the patient presented for implant of the right atrial (ra) lead after a prior unresolved effusion. Several attempts to position the lead, resulted in failure to capture and lead noise. The ra lead was ultimately exchanged after several unsuccessful attempts at fixation. The patient was stable post-procedure.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
Correction: h6.